Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: neither battery cap nor cartridge cap was returned with the pump for investigation; test caps were used to complete investigation. On examination, the battery compartment was confirmed to be cracked along the side from the threads to the case seal. Additionally, the cartridge compartment was found to be cracked on the threads.